Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant low urinary/cerebrospinal fluid protein (ucfp) patient result was obtained on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same instrument five times. The second repeat was discordant and reported out to the physician(s). The final repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant urinary/cerebrospinal fluid protein (ucfp) patient results.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00148 on 29may2020. Additional information (01jun2020): the customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse cleaned the sample 2 (s2) drain and probe and passed all server 2 service methods. Cse also reran the precision testing and quality controls (qc) with acceptable performance. The event was resolved by cleaning the s2 probe and drain. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.